Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandfather reported via phone call that after an infusion set change all the insulin was injected into his body. Customer's blood glucose level was 25 mg/dl. He treated his low blood glucose level with four ounces of juice. After the second infusion set change, the insulin pump squirted out all the insulin. Insulin continued to drip after the motor stopped during the manual prime process. The insulin pump kept running until the piston reached the end. The device was not returned.